Event description:
It was reported that a patient's implantable cardioverter defibrillator fell into backup mode. As the device had hit eri on (B)(6) 2018, the physician initially wanted to let the device sit in the pocket, as the patient does not need it any longer. However, due to the failed reprogramming attempt on (B)(6) 2022, the physician said it would be better to explant the device. The explant occurred on (B)(6) 2022, and a new device was implanted to replace the old one. The patient was confirmed to be stable throughout.

Manufacturer narrative:
The reported event of backup vvi was confirmed. Testing of the device revealed the device was below the end of life when received. Electrical, mechanical, and longevity analysis was normal with no anomalies found.